Event description:
It was reported that a patient underwent a sling procedure in 2008. At about 2 days later, the patient had an infection (staphylococcus epidermis). The patient's symptoms were fever, pain, elevated crp (300-400) and redness. The patient was treated with antibiotics which were clindamycin or kloxacillin, initially given intravenously and later given orally.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria.